Event description:
It was reported that the right ventricular (rv) lead experienced a drop in bipolar impedance. The lead was reprogrammed to unipolar, but since the patient is dependent, the physician chose to replace the lead. The patient was a participant in the sls study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4196 implantable pacing lead (B)(6) 2009. (B)(4).